Event description:
Reporter alleged the customer obtained the results of 342 mg/dl and 130 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that the customer ate breakfast and took her medications which includes 500 mg of metformin, 5 mg of glyburide, and 100 mg of januvia, after obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Info received indicates the head panel will not lower when the CPR switch is activated.